Event description:
It was reported that the bd syringe 3ml ll 200 s/c had leakage. The following information was provided by the initial reporter: material #309657, lot #4261490. Verbatim: rcc received a complaint via email. Syringes are leaking for patient meds and drips. Multiple instances. Customer is already working directly with the vendor and will supply them samples directly. Product#: 309657. Lot#:4261490.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: one photo and two samples were received by our quality team for evaluation. The photo shows the packaging. For the samples, there was one for lot 4261490 which the customer stated they had leakage with and another one for lot 4207944 which the customer said did not have leakage. The lot that had the alleged leakage (4261490) was investigated. The sample did not present any defects in the cylinder, stopper, or plunger, and does not leak; therefore, the incident could not be verified. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. This incident has been added to our database of reported incidents.

Event description:
No additional information.